Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo device. There was no harm or injury reported. The device was sent to a third party service center for evaluation. During evaluation and review of the device error logs, it was identified that error evt_obm_valve_failure was recorded, which indicates that the oxygen blending module valve failed. The device's obm subassembly needs to be replaced to address the issue. Additionally, it was observed that the device's blower assembly, main board, internal battery, detachable battery, and in-line filter need to be replaced due to preventive maintenance.

Manufacturer narrative:
H3 other text : device serviced by third party